Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the 511s had a torn seal. Another trocar was used to complete the case. There was no consequence to the pt. This 511s was out of a ftr72 kit.